Event description:
Information received from the field notes that the patient did not feel well during exercise. During a treadmill test, the device was not tracking p waves. Interrogation noted that the device was in back-up mode. A software download was performed, however measured data indicated that the device was at rrt. Subsequently, the device was replaced.